Event description:
It was reported that the patient had had an infection in the leg about 1 month prior to this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).